Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the pt had a total occlusion above the ankle. The physician performed 3 runs with the diamondback orbital atherectomy system; one each at low, med and high speeds with excellent results. When he was performing his final run off angiogram, he noticed a piece of the wire in the pt's toe and surgical intervention was required remove it. Additional info has been requested regarding this event.

Manufacturer narrative:
The device has not yet been received for analysis. (B)(4).